Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. The pump functioned properly. The insulin pump was received with no back light due to faulty el panel. The pump was also received with a broken reservoir tube lip and a scratched lcd window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the battery cap was cracked. Customer found that the p-cap was cracked and the customer stated that she will change the infusion set. Customer stated that she is still having problems with her backlight not working properly. Customer stated that her blood glucose has been running high recently. Customer declined all troubleshooting. In another call, customer stated that she noticed that the reservoir compartment has a crack and there is a gasket sticking out. Customer's blood glucose has been high all day. Customer's blood glucose was 452 mg/dl. Customer treated with a bolus and stated that the pump has cosmetic damage. Customer was advised that the pump will need to be replaced and to discontinue use of the pump. Customer was also advised to revert to a back-up plan.